Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely extrusion of the device, possibly due to skin flap pressure. Due to a previous ear surgery the recipient's skin was fragile which might also have been a contributing factor to the observed outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was reported that the user had stable auditory benefit with the device. However the clinician confirmed that on (B)(6) 2021 the skin flap was no longer intact and the coil was exposed. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user had stable auditory benefit with the device. However the clinician confirmed that in (B)(6) 2021 the skin flap was no longer intact and the coil was exposed. The device was explanted.